Manufacturer narrative:
No product will be returned per customer. The customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an event in which a beta blocker being given IV push at a y-site near the patient precipitated in the line. The customer surmised that this may have occurred due to an earlier, unnoticed backflow event because the patient had received an earlier IV piggyback dose of rocephin which the pharmacist states is incompatible with the IV push medication.